Event description:
It was reported that during placement of the needle, air was noted to be entering the syringe. Upon examination of the device, it appeared that the needle was not attached to the syringe. There was no reported patient injury, complications or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.